Manufacturer narrative:
(B)(4). The device is not returned. Image review is not yet complete. Hence, it is difficult to draw any conclusion.

Event description:
It was reported that intra-op, the pin broke when trying to insert into the patients bone. Product came in contact with the patient. No patient complications were reported.